Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2016 due to an insulation anomaly.

Event description:
New information received notes that the insulation anomaly was discovered with a change of impedance via the device. The non-pacemaker dependent patient's condition did not change.